Manufacturer narrative:
PMA/510 (k): specific product numbers are not known. Customer indicates implanted devices were manufactured by aesculap. Mfg site eval: no components were received for analysis. The article and lot numbers are unk. Hypothesis: the cause of the described symptoms cannot be determined with the available info. Info from material specialist: there are no investigation to MRI and as compatibility. The coating is a ceramic material, which is not ferromagnetic, it should not cause any problems in MRI. The coating itself can not be influenced by MRI.

Event description:
Country of complaint: (B)(6). Last by year I had a total knee arthroplasty procedure involving a b/braun as advance surface device. I am pleased to report that this works well - however, two weeks ago I underwent an MRI of the device. Initially I was informed that this would be an MRI mars sequence, although the report states that mavric sequence was used. The MRI took over 50 minutes to complete due to "metal artifact". At the time, I reported that the knee was painful during the MRI scan, but the pain continued thereafter for one week.